Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the coating on the devices was bubbling and flaking off. Additional clinical information determined that the reported issue occurred during inspection by risk management. This device was not used on a pt and there was no pt or surgery related incident associated with the report.